Event description:
A surgeon reported that prior to a procedure the lamp illumination failed. Surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The customer reported that the system lamp failed to light. Further information indicates the reported event occurred before surgery with no patient involvement. The procedure was completed with an alternate light source. There was no delay or cancellations as a result of the reported event. A service request (sr) was opened (B)(6) 2015. After the system was restarted, the lamp worked again. The sr was cancelled by the customer as no additional services were needed. The system was manufactured on february 28, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: 2015-18848

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).